Manufacturer narrative:
The investigation of access site bleeding and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Citation: martin, t. C., duewell, b. E., juul, j. J., rinka, j. R. G., rein, l., & feih, j. T. (2024). Comparison of outcomes in patients requiring mechanical circulatory support who received cangrelor in addition to anticoagulation versus anticoagulation alone. Journal of cardiothoracic and vascular anesthesia, 38(6), 1328¿1336. Https://doi.org/10.1053/j.jvca.2024.02.039 g1. Reporting contact fax number missing from manufacturer device report 1220648-2024-13008.

Event description:
The abiomed japan team conducted a planned monthly literature review, and one publication, comparison of outcomes in patients requiring mechanical circulatory support who received cangrelor in addition to anticoagulation versus anticoagulation alone, was authored by a tertiary hospital team based in the united states. The patients were from (B)(6) 2016 to (B)(6) 2020, and of the 31 impella only patients, 8 had major bleeding, and 2 had thrombotic events. The other 35 patients noted in the publication were supported by various extra-corporeal membrane oxygenation and/or right ventricular assist device systems/loops.

Manufacturer narrative:
Refer to the attached study, comparison of outcomes in patients requiring mechanical circulatory support who received cangrelor in addition to anticoagulation versus anticoagulation alone the impella devices have been discarded by the customer, therefore, investigation of the devices is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."